Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5091233 that a female patient of unknowm age and race underwent unspecified breast surgery with unknown size unknown gel implants on both sides on (B)(6) 1999 and experienced right side rupture, and lupus, ra, sjcgren's syndrome, and many other health problems. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2020, mentor became aware that date of implant was (B)(6) 1999, and both sides were leaking. Device code "material rupture" has been added to field h6 on this form. On november 16, mentor received additional information regarding the catalog and lot number of the impacted products. Following fields have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile" - field d2 for common device name has been updated to "prosthesis, breast, inflatable, internal, saline" - field d2b for procode has been updated to "fwm" - field d4 for catalog number has been updated to "3501690" - field d4 for lot number has been updated to "187163" - field d4 for unique identifier( UDI) has been updated to "(B)(4) - field d6 for implantation date has been updated to "(B)(6) 1999" - field g5 for PMA/ 510(k) has been updated to "p990075" a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).